Event description:
It was reported while using bd insyte¿ IV catheter 24ga the catheter splits easily. There was no report of patient impact. The following information was provided by the initial reporter: the client states that ¿the needle does not allow to channel as it splits easily¿, clarifying that we send original boxes from our warehouses in the orders, therefore it is not possible to evidence this defect in the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ IV catheter 24ga the catheter splits easily. There was no report of patient impact. The following information was provided by the initial reporter: the client states that ¿the needle does not allow to channel as it splits easily", clarifying that we send original boxes from our warehouses in the orders, therefore it is not possible to evidence this defect in the product.

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 1333140, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed the device remained inside of the product packaging. The first photo only showed the product label and the second photo showed the product still inside of the packaging. The engineer could not identify any defects with the catheter while still inside of the packaging. Therefore, based off the provided photos the engineer was unable to verify the reported defect. For a more thorough investigation a physical sample would need to be available for investigation.